Event description:
The federal government arranged to have covid test kits sent to those who ordered them, and they were free. I believe there were two offers, four kits per offer per household. I believe that these kits were paid for with taxpayer money. So I'm writing to inform the FDA that its investment in these kits resulted in the government and consumers/taxpayers being ripped off by one particular company, ihealth, that provided many of these kits. The ihealth rapid covid test kits were supposed to contain two kits per box. However, in all of our ihealth kits, the vials containing the liquid solution with twist-off tops, to be poured into a larger vial, was not sufficient enough to meet the requirement, printed in the directions, that the liquid must meet the bottom line, otherwise known as the edge 2 line. So, in order for the result to be accurate, consumers had to open the second vial enclosed in the double kit box, and add it to the larger vial to reach the bottom line. That means that each consumer really only got one kit per box rather than the two. This company, ihealth, basically ripped off the government and the taxpayers in its contract to provide these covid test kits. There are numerous negative reviews online regarding these test kits made by ihealth. Many other reviewers report not having had enough of the liquid to satisfy the requirement that the liquid meet the lower line before inserting the swab. Because this event happened more than twice, and because the boxes are long gone, information such as lot number, expiration date, etc. Are unavailable.